Event description:
--

Manufacturer narrative:
Additional information was received that shock impedance measurements have trended high for this device and single coil implantable defibrillation lead. The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that shock impedance measurements have trended high for this device and single coil implantable defibrillation lead. The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that an invasive procedure was performed. The ICD was explanted and replaced and this lead remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. A review of stored device memory revealed that shock impedance measurements had been trending in the upper 90 ohm to lower 100 ohm range with only one greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.